Event description:
Sales representative stated that customer was hospitalized with diabetic keto-acidosis due to a constant no delivery alarm. Also pump had a missing back label. Troubleshooting was not performed.